Event description:
I have been using a philips respironics "system one bipap pro" model bipap machine for treating obstructive sleep apnea, since 2010. I was about to add water to the humidifier section of the machine on the evening of (B)(6) 2020, and discovered bits of foam inside the water reservoir. I emptied the reservoir, rinsed and dried it, and put it back in the machine - empty. I turned on the machine, then shut it off a couple of minutes later. More bits of foam were present in the reservoir. I recalled having seen notice of a recall by philips some days earlier in a sleep apnea group page on (B)(6). I immediately searched for, and found, the notice. I then checked the philips website and confirmed (with the serial number) that my machine is on the recall list. Next, I registered this machine with philips, but have had no further communication with them, except to register my wife's machine, which is also subject to the recall. I have not used my machine since (B)(6). My best recollection is that I last added water to the machine on (B)(6). No bits of foam or other foreign matter was seen that night. The machine has never been cleaned with ozone or any other cleaning agents. I met with my pulmonologist on (B)(6), to start the process of getting another machine. FDA safety report ID # (B)(4).